Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the safety of the needle came off that was included in the kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed; however, the exact cause is unknown. One photograph of a 21g b. Braun safecan introducer needle was returned for evaluation. An initial visual observation of the photograph showed the can of the safety mechanism was off the needle. No details of the can could be observed. The clip of the safety mechanism was at the proximal end of the needle. No damage to the clip could be discerned from the returned photograph. Use residue was observed in the needle hub. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.